Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient has had a history of atrial lead noise. The noise was reproduced with isometrics. Increased threshold was also noted. The lead was capped and replaced on (B)(6) 2016. The patient is fine.